Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited inappropriate mode switches due to noise. The noise could be reproduced with isometrics. The device was reprogrammed and the patient would continue to be monitored. The patient did not experience any symptoms.